Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during an egd procedure on an unknown date. According to the complainant, the loop of the snare could not open. The complainant confirmed that there was no other visible damage to the device. The physician was able to use another rotatable oval snare to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed reportable based on the investigation results- the catheter sheath detached from handle.

Manufacturer narrative:
(B)(4) relates to (B)(4) for snare loop wire failed to advance. This code was chosen based on information obtained from the complainant and it does not reflect the returned device analysis. Analysis of the returned device confirmed that the snare loop could not extend. Further examination revealed a previously unknown failure mode; the catheter sheath had detached from the handle mechanism, which prevented the snare from retracting and extending as intended. A root cause for the catheter detachment and loop extension issue could not be determined. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.